Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Agency name: (B)(6) when did it occur? : august 20 hypodermic needle injury: no other treatment: no were the returned items used? Unknown returned quantity:1 description of damage: a patient from (B)(6) hospital reported that when he/she tried to attach the needle to the pen, they couldn't.